Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise. The noise was detected by remote monitoring of the pulse generator and it was determined to be a sign of lead failure. There were no adverse consequences to the patient. The patient was scheduled for continued monitoring.